Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It has been reported by the surgeon via sales rep that a pt (man, (B)(6)) felt pain approx one year after the items were implanted. When the pt went to the hosp, the surgeon detected that the stem was unscrewed. On (B)(6) 2011 the pt was operated to explant the products. No more adverse consequences were reported. Primary surgery date (B)(6) 2009; pt felt pain (B)(6) 2011; revision surgery confirmed (B)(6) 2011.